Manufacturer narrative:
UDI #: (B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in two pieces. Additionally, scratches and residuals (fibers/particles) including viscoelastic (ovd) residues were observed on the lens which indicates that the unit was handled and prepare for surgical use. Directions for use (dfu) instructions states the following: examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects.

Event description:
It was reported that the intraocular lens was scratched. In follow-up, it was reported that when the customer opened the package, the customer noted that the lens was scratched. Reportedly, there was no patient contact and the customer used a new lens to complete the procedure.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.